Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. No product was returned for investigation. The root cause of the access site bleeding - major was not determined due to a lack of clinical details. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient was found to have a axillary hematoma and systemic anticoagulation had to be held. The patient remained on impella support.